Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the extension found the conductor body was broken within 10 cm of the connector area.

Event description:
It was reported that during the implant of an extension in a parkinson¿s disease patient the cable was found to be ¿defective.¿ impedance testing found a high impedance of ¿>40000¿ ohms on one of the contacts. The extension was replaced at the time of implant as a result of the event. It was noted the replacement of the extension ¿delayed surgery¿ and ¿required reopening of wounds and retunneling to fix in a very fragile patient.¿ there were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.